Event description:
Device 3 of 3: reference MFR report: 1627487-2017-06531 & 3006705815-2017-01516. Follow up information received identified the patient was hospitalized for a few nights and treated with antibiotics. In addition, the infection has resolved.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR report: 1627487-2017-06531 & 3006705815-2017-01516. It was reported the patient's scs system was removed due to infection. The physician reported the patient experienced swelling at the scs lead site as well as the ipg site. No additional information was available at this time.